Event description:
The facility stated that the surgeon implanted a aa4203tf toric silicone lens. The lens tore during insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.